Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2008-04570. It was reported that during a coronary stenting treatment procedure, in-stent restenosis occurred. The 90% stenosed lesion being treated was located in the distal left anterior descending (lad). The lesion was predilated with a 2.0x15mm maverick balloon, inflated to 8 atms for 13 seconds. A 2.25x20mm express2 stent was deployed at 9 atm for 15 seconds. Then the physician deployed a 2.50x24mm taxus express2 drug eluting stent, inflated to 9 atm for 15 seconds. Multiple inflations were made with a 2.5x8mm quantum maverick balloon. Post procedure, the stenosis was reduced to 0% with timi 3 flow. Five months post the initial procedure, 95% in-stent restenosis was identified in the distal lad. Multiple inflations were made with 2.0x15mm maverick balloon. Then two inflations were made using a 2.0x10mm cutting balloon. A 2.2.5x24 taxus express2 atom was deployed a 2.25x12mm quantum maverick balloon. Post procedure, the stenosis was reduced to 0% with timi 3 flow. Additional information was requested, but not provided.